Event description:
The event is reported as: infant patient delivery where patient required intubation. The endotracheal tube was prepared and the nurse noted that it was extremely difficult to adjust and stop lock on the stylet to the appropriate position. She could not get it to move up on the stylet. She ultimately used another surface to force the stop lock to a different position. It was noted that once the stop lock was moved, it then was moved freely; it was the initial move that she was unable to adjust. This has been noted to occur with all stylets that have been used. Additional information: once the infant was intubated, the nurse attempted to withdraw the stylet, removing the stop lock from the endotracheal tube. The stop lock was sticking and the infant ended up inadvertently being extubated. The patient then had to be reintubated. Patient reported to be in good condition. A medwatch was submitted by the user facility.

Manufacturer narrative:
It is unknown if the device is available for evaluation. A follow-up report will be submitted upon completion of the investigation.